Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer could not be determined. All knives are 100% inspected (B)(4) during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A pharmacist reported poor cutting performance of a knife during a procedure. The procedure was completed without harm to the pt.